Event description:
It was reported, that during a photoselective vaporization of the prostate (pvp) procedure. The fiber tip broke at 273,160 joules of use. The fiber tip was cleaned three times before replacing with another fiber. A second fiber was used to complete the procedure. There were no patient complications.